Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10118. It was reported that the burr became stuck in the lesion. Vascular access was obtained via the right femoral artery. The 80% stenosed, concentric, de novo, tight, focal target lesion was located in the mildly tortuous and severely calcified distal right coronary artery (rca) containing a >45 and <90 degrees bend. A 330 cm rotawire and a non-bsc microcatheter were advanced to the lesion and a 1.50 mm rotalink¿ plus was selected for use. The burr was advanced to the most proximal portion of the target lesion; however, due to the position of the burr and the rotawire, the burr could not be advanced further. All devices were withdrawn from the patient's body and the rotawire and microcatheter were reinserted and positioned most distally into the vessel beyond the lesion. The burr was then advanced into the lesion and there was resistance when burring the lesion. Upon removal of the burr, the burr became stuck in the lesion resulting in the burr stalling a few times. To facilitate removal of the burr, the burr and the rotawire were manually cut just before the hub of the advancer and a non bsc guide extension catheter was inserted down to the vessel over the burr and the rotawire. The burr was then successfully removed with the catheter and rotawire. Subsequently, a 2.50 mm x 12 mm nc emerge® was advanced and inflated at 16 atm; however, the balloon ruptured and a small hole was noted in the distal end of the balloon. The balloon catheter was then removed from the patient's body. A few non compliant non bsc balloons and one non bsc high pressure balloon were then used and a 2.5 x 12 mm synergy stent was deployed which completed the procedure. The lesion was adequately opened and no negative effects were noted. The patient was stable and doing very well.